Event description:
Iab was prepped per procedure. Iab began to unwrap when removed from tray. Clinician tried to advance iab through sheath & it became stuck. Iab & sheath were removed together & a new kit was used w/o difficulty. There were no reported pt complications.